Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental emdr will be filed.

Event description:
It was reported to boston scientific corporation that an expect slimline sl needle was used in a procedure performed on (B)(6) 2022. During the procedure, the needle detached from the device. A photo was provided by the customer showing that the distal end of the needle detached. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.